Manufacturer narrative:
A ge service rep performed an on site investigation. Unable to duplicate the problem . However, observed that the output from the isolation transformer was set at the lower end of its specification. As a preventative measure, reset voltage on the isolation transformer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that after last procedure with the 9900 system the facility was not able to transmit images to pacs. Advised that the workstation would not boot in stand alone mode. No pt injury reported.